Event description:
Customer reported a difference in concentration values between performing manual vs. Automated dilutions. In addition, differences were observed in values when a sample from a non-pregnant female was tested neat vs. Diluted. Customer also reported receiving error code 1118, invalid test result, intercept too low. Results were reported outside the lab to the physician.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.